Manufacturer narrative:
Complaint conclusion: as reported, when placing an 8mm x 20mm precise pro self-expanding stent (ses) delivery system on an unknown guidewire while outside of the patient, there was resistance between the guidewire and the rx port, and the stent was prematurely deployed. A new 8mm x 20mm precise pro rx ses delivery system was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The device will not be returned for evaluation. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ and ¿guidewire lumen (inner shaft) resistance/friction¿ were not confirmed as the device was not returned for analysis. The exact causes experienced by the customer could not be determined. It is likely procedural factors and device handling contributed to the event reported. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when placing an 8mm x 20mm precise pro self-expanding stent (ses) delivery system on an unknown guidewire while outside of the patient, there was resistance between the guidewire and the rx port, and the stent was prematurely deployed. A new 8mm x 20mm precise pro rx ses delivery system was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.